Event description:
The following has been reported: I'm an infusion nurse at kootenai cancer center in sandpoint idaho, and I've had a few issues with IV pump tubing not back-priming into the secondary line (pump displays primary occlusion message). Despite troubleshooting (ensuring all clamps are open, un-screwing and re-screwing secondary lines into the secondary port, switching secondary tubing, etc.), the only thing that fixes the issue is starting over with an entirely new set of primary pump tubing. It again happened today, lot number on the packaging is fa23c29311. An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
5 samples were received for evaluation. After visual inspection and installing the kit on ivenix infusion system machine and running a primary bolus prime and secondary prime, the following observations were made. Five samples of ivenix administration set were returned for evaluation. However, samples returned were from lots 3007051 (04) and 3007441 (1). Reported lot fa23c29311 was not received. No kinks were observed in the samples returned. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 1.5ml. The secondary line infusion passed successfully. Secondary line was tested with a set rate of 25ml/hr and volume rate of 1.5ml. Back priming was performed successfully. It was possible to back prime 6ml of saline solution. Therefore, no issues with the secondary port or was detected during sample evaluation. The customer complaint was not confirmed. Therefore, no root cause could be identified. Additionally, a batch review was performed. No exceptions were generated that could classify as a possible root cause of the reported defect.